Manufacturer narrative:
(B)(6). Visual assessment confirmed the reported breakage. The distal tip of the anchor has broken off at the suture eyelet. Dimensional analysis of the anchor found it met print specifications. As reported the surgeon used the device to move/shift tissue prior to insertion. A review of the device history records and complaint files confirmed that no additional complaints have been reported and no abnormalities were noted during the manufacturing process for this lot. After the evaluation the most likely root cause for the reported issue was determined to be user error. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that when inserting the anchor and shifting some tissue with the tip of the anchor before inserting it into the drill hole, the tip of the anchor broke off. The broken tip was removed from the axillar pouch with a grasper with bendable tip successfully. The case was a rotator cuff repair. A backup device was available. There were no reported patient injuries. No other complications were noted.